Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system reported intense chest, as well as, implant site pain two days post implant. The patient described the pain as shooting left arm pain with a sense of a burning wire within his chest. He additionally reported the sensation of getting a shock, which was described as a lightening bolt under his left arm. The patient has since had this system removed. The clinical site reported no associated product malfunctions and no sign of infection. No return of product is expected.